Event description:
A review of programming history revealed that diagnostics were within normal limits on the date of the clinic notes (B)(6) 2012. The patient's settings were also not changed prior to the increased seizures. Attempts for additional information from the treating physician have been unsuccessful to date.

Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported through clinic notes dated (B)(4) 2012 and received on (B)(4) 2012 that the patient had experienced daily seizures between (B)(6) 2011. By (B)(6) this had resolved. Attempts for additional information are in progress.